Event description:
Initial info received from a consumer on (B)(6) 2010: a (b)(46) year-old male pt received treatment with poly-l-lactic acid (sculptra, lot # and exp date unk) for treatment of (B)(6) on (B)(6) 2010. Consumer reported he received his first treatment on (B)(6) 2010 and experienced swelling initially but after that went down, he has had no change in the appearance of his face. The appearance is back down to baseline. Consumer further reported that he believes that the dermatology office is not giving the "free" poly-l-lactic acid that they receive to the (B)(6) pt's enrolled in "the program." He has heard from other offices and a nurse who works in his primary care physician's office that the office where he receives the treatment "doesn't give the actual medication." The pt doesn't believe that it is the sculptra that is the problem; he just doesn't believe that he received anything with his last treatment. The pt reports that he is still using the product. No concomitant medications or medical history reported. No further info reported.